Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and stopped charging the scs system. The patient's ipg was not communicating with the programmer or the charger. A company representative met with patient for trouble shooting which did not resolve the issue. The patient had surgery for ipg replacement.